Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2018-03599. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on biventricular extracorporeal circulatory support. It was reported that during transfer of the patient, the centrifugal head of the rvad began to vibrate and an audible noise could be heard. An alarm from the corresponding primary console sounded and smoke began to emanate from the underside of the primary console. The pump then stopped. The alarm code "system failure" was displayed on the control panel. The rvad circuit was isolated from the patient by clamping the drainage and return tubing of the circuit and an emergency motor change was performed using the back-up primary console and motor head, as per departmental protocol. Flow was re-established with the back-up primary console. This incident from the cessation of flow to the reestablishment of flow lasted no more than 20 seconds. The patient remained hemodynamically stable throughout the event. No additional information was provided.

Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2018-03599. Additional information. Manufacturer's investigation conclusions: the reported event of a system failure alarm was not confirmed. The centrimag motor was returned to the service depot for analysis. The returned centrimag motor was evaluated and tested. The service depot could not duplicate or confirm the reported event; no issues were found. The motor did not give any error messages and there was no observed noise from the motor. A full functional checkout was performed, and the unit passed all tests, including motor cable inspection completed per field action (B)(4). Motor cable testing was performed. Continuity was measured between the a1+/a1-, b1+/b1-, a2+/a2-, and the b2+/b2- wires and was fluctuating when the motor cable was manipulated by the motor connector. The motor did not pass insulation testing. The root cause for the system failure alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.